Manufacturer narrative:
Components never returned.

Event description:
Patient had cks for right knee implanted on (B)(6) 2013. On (B)(6) 2015 patient visited doctor and complained it felt like right knee was giving out and was feeling loose. X-rays were taken which revealed polyethylene insert component had failed and become dislodged from tibial tray. On (B)(6) 2016 patient underwent revision surgery where consensus implant was removed and replaced with another manufacturers implant. Components have yet been returned to consensus orthopedics for evaluation.